Manufacturer narrative:
The tjf-q190v scope (subject device) and the maj-2315 (single-use distal cover) were not returned to olympus for evaluation. A representative distal cover from lot number h0729 was tested in an attempt to replicate the reported problem. The problem could not be reproduced. It was confirmed that the distal cover will not come off when it is not damaged and it is correctly attached to the scope. During further follow-up with the customer, additional information was obtained. The customer confirmed that an anti-fog agent was not used. The maj-2315 and the tjf-q190v scope were inspected prior to the procedure and no irregularities were noted. After attaching the distal cover to the scope, the user verified that the cover was securely attached and not damaged. The device history record for the maj-2315 (lot number h0420) was reviewed. No abnormalities were found that would cause or contribute to the reported problem. Based on the results of the legal manufacturer¿s investigation, the distal end of the scope may have received stronger stress during the procedure, such as friction stress by twisting or pulling/pushing in the patient¿s body, than the stress the user applied at the inspection prior to use. This may have made the distal cover detach from the scope easily, causing the suggested event. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Date rec'd by MFR: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp), after the physician withdrew the tjf-q190v scope (subject device) from the patient, the disposable distal cover (maj-2315) was visibly observed in the patient¿s mouth. The patient had a bite block in-place and was under anesthesia. The maj-2315 was successfully retrieved from the patient¿s mouth. There was no patient or user injury that occurred as a result of the reported issue. This report is related to complaint number (B)(4), which was documented for the maj-2315, and reported under medwatch number 8010047-2021-08276.